Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was programmed and monitored for 2 days with no blank display noted. No failed battery test alarm noted. Passed the functional test, including the displacement, rewing, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Off no power alarm functions properly. No unexpected weak battery alarm noted. No battery icon anomaly noted. Insulin pump had cracked reservoir tube. No damage noted on c13 isolation tape lcd/b.

Event description:
The customer reported that their blood glucose was 488 mg/dl during the night because the insulin pump had gone into auto suspend and they were not getting their basal rates. The customer declined troubleshooting for the high blood glucose. It was also reported that the device keeps alarming weak battery and shutting itself off. The customer stated that the battery life is very short. The customer's blood glucose at the time of the phone call was 288 mg/dl. The contacts on the battery cap are not damaged. Neither the battery compartment nor the spring are damaged or corroded. Nothing further was reported.